Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm. The customer states the pump was dropped and the alarm prompted. The customer's blood glucose level at the time of incident was 150mg/dl. The customer states that a piece of the pump where the reservoir goes broke off. Troubleshoot was conducted, and the drive support cap was found to be protruded. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk however; the insulin pump passed the displacement test. The insulin pump was received with minor scratched display window and broken reservoir tube lip; the insulin pump was missing reservoir tube o ring and the end cap sticker.